Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon loading a new cartridge, the continuous glucose monitor graph intermittently disappeared. There was no reported impact to the customer's blood glucose level. Reportedly, troubleshooting with tandem technical support was performed and the issue was resolved. The customer continued to use the pump for insulin therapy.